Event description:
In 2006, the lay user/pt contacted lifescan (lfs) alleging the one touch basic meter was giving a "not ok" error message. The pt reported that two days ealier at approximately 7:30pm to 8:00pm, she got a "not ok" error message on the reported meter when she attempted to test her blood glucose level while at work. Her coworkers reported she was `spaced out' and `not responding' at the time of the incident. The paramedics were called and arrived a short time later. The paramedics tested her blood glucose level on their meter as 26 mg/dl and treated the pt with a glucose oral gel and orange juice with added sugar. The paramedics, then retested her blood glucose level after treatment and reported it was higher, but the specific result is unknown. The paramedics recommended the pt eat her normal meal. The pt refused to be transported to the hospital and went home with her family member. Earlier that morning on the day of the event, the pt obtained a blood glucose result on the reported meter of 381 mg/dl. She has experienced hypoglycemic events previously, which usually occur when she waits too long to eat. On this occasion she had also waited too long before her evening meal. In mid-2005 she had another hypoglycemic event due to lack of food, and was involved in an automobile accident. The patient takes 70/30 insulin on a sliding scale. The pt reported she has contacted her physician and will be seeing him today. Her physician has not changed her medication regimen. The patient has no backup meter. During the troubleshooting telephone call the customer care advocate talked the patient through proper cleaning of the reported meter and resolved the error message. The patient tested her blood glucose during the call and obtained results of 46 mg/dl, 36 mg/dl and 56 mg/dl. The meter, test strips and control solution were replaced.